Event description:
Related manufacturer reference number: 1627487-2022-00797. It was reported that the patient experienced ineffective stimulation. In turn, the patient stopped charging the ipg as instructed and the ipg became inoperable. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.